Manufacturer narrative:
Additional information and the device return are currently being requested. As the investigation is still in progress, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this 3000tfx 25 mm valve was explanted due to unknown reasons. Implant duration of the valve was approximately five (5) years and one (1) month. The device was replaced with a model 3300tfx 25 mm. No other details available at this time.

Manufacturer narrative:
H10 - additional manufacturer narrative: updated section h6 codes for type of investigation, investigation findings and investigation conclusions. Despite repeated follow-up attempts, no additional information was provided regarding this event. Based on the information available, a definitive root cause cannot be conclusively determined. H11 - corrected data: updated section h6 health effect - impact code.